Manufacturer narrative:
Date of event: unknown. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported bd vacutainer® sst¿ blood collection tubes had issues with underfill.